Manufacturer narrative:
510k: this report is for one (1) unknown tfna nail 235mm left/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implanted probably 6 months ago; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. X-ray was reviewed. The complaint condition cannot be accurately confirmed according to the received x-ray. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a proximal femur intramedullary (im) nail revision on (B)(6) 2018 due to a trochanteric femoral nailing system advanced (tfna) nail left with blade that broke/bent at the blade aperture. The surgeon indicated that there was no issue with the product as the patient had biological issues. The sales consultant was unsure of pre-existing conditions but stated that few samples were curated for biological testing. The sales consultant also mentioned that the patient might had a fall. The patient was revised with stryker omega dynamic hip screw (dhs). The procedure was successfully completed with no surgical delay. The patient was stable. Concomitant devices reported: unknown helical blade (part: unknown, lot: unknown, quantity: 1), unknown distal locking screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown tfna nail 235mm left. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A physical evaluation was unable to be completed as the device was not returned. Customer quality engineering completed an investigation based on x-ray images provided. Per the investigation the complaint is confirmed as we are able to confirm complaint description (deformed/bent/broken) based on the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Potential part numbers for the unknown nails are: 04.037.015s, 04.097.045s, 04.037.115s, 04.037.145s, 04.037.215s, or 04.037.245s. Concomitant medical products: potential part numbers for concomitant screw are: 04.038.170s, 04.038.175s, 04.038.180s, 04.038.185s, 04.038.190s, 04.038.195s, 04.038.200s, 04.038.205s, 04.038.210s, 04.038.215s, 04.038.220s, 04.038.225s, or 04.038.230s. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient was initially implanted on (B)(6) 2017. The surgeon indicated that there was no issue with the product as the patient was biologically compromised - implying that the age of the patient and associated health issues was more likely the cause of the non-union (and subsequent breakage) than any issues with the implant.